Event description:
It was reported that the patient underwent a posterior cervical spinal procedure at c1-2 to treat aas. It was reported that the screws were malpositioned during insertion. It was reported that the patient had pain in the neck immediate post-op. The post-operative CT images showed that both screws were placed too medially and parts of screws were in the spinal canal. A revision surgery was performed the same day, and the screws were removed and re-inserted properly. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location : hospital. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.